Event description:
Per biotronik rep, (B)(4), this pt had been in the hosp over 30 days with an ef of 10 percent. Per dr (B)(6)office, the pt expired on (B)(6) 2012. The cause of death was reported as; cardiogenic shock, chs, cardiomyopathy and ventricular fibrillation. Should add'l info become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like tothank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into ourq uality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.